Manufacturer narrative:
Concomitant medical products: model: fr995-27, tissue valve; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD) while they were mowing the lawn. An interrogation showed a sensing/redetection issue with the device. It was indicated that the patient was shocked into ventricular tachycardia (vt) from normal sinus rhythm (nsr) due to no discriminators during redetection. A remote transmission shows the patient was in sinus tach and then went into vt. The vt was treated unsuccessfully with atp then converted with a shock. The patient¿s sinus tach at that time was still within the vt zone and caused the device to redetect and the patient continued to receive therapy, resulting in an inappropriate therapy. The third shock put the patient back into the vt and the final two shocks failed to terminate the vt. The patient continued in vt for an extended period of time until the rhythm eventually self-terminated. Reprogramming was completed, and the device remains in use. No further patient complications have been reported as a result of this event.